Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they had concerns which prompted them to visit their dentist. Their dentist provided a letter of recommendation. The dentist stated that they feel this system is not suitable for this patient. Patient will need fixed orthodontic treatment and extraction of unerupted wisdom teeth.